Manufacturer narrative:
H.6. Investigation summary: two samples were provided to our quality engineer for investigation. Upon visually inspecting the product it was noted that one of the flanges on the barrel was broken. No damage or molding defect was identified on the syringe. A device history record review did not reveal any quality issues during the production of lot number 1810271 that could have contributed to the reported defect. Areas where pieces run within the manufacturing equipment are protected to avoid damaging the product. Based on the available information we are not able to identify a root cause at this time. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends. H3 other text: see section h.10.

Event description:
It was reported that the bd plastipak¿ syringe was found broken at the flange area on the "wings" after opening it before use. The following information was provided by the initial reporter: "first perfusion 50ml syringe to have been taken out of the box was broken at the flange area "wings". Rest in tact. Product not used at all. Not used on patient. Just opened syringe to realize damage to it."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe was found broken at the flange area on the "wings" after opening it before use. The following information was provided by the initial reporter: "first perfusion 50ml syringe to have been taken out of the box was broken at the flange area "wings". Rest in tact. Product not used at all. Not used on patient. Just opened syringe to realize damage to it."